Event description:
The "gas loss" alarm sounded three times and the iab was removed. A second iab was inserted into the pt. Event complications: none from the event - reported 9/22/98 and 10/1/98. Pt's current status: ok - reported 9/22/98.